Manufacturer narrative:
Cynosure clinical department has attempted 4 times to talk to the customer regarding this incident but the customer will not cooperate. Cynosure field service has attempted to visit the site to evaluate the laser but the customer will not cooperate and allow the evaluation. This incident is being reported because the patient has scarring on the treatment area. The most likely cause is treatment parameters that are too high for the patient and treatment area caused by user error.

Event description:
Patient presented with scarring after receiving a laser treatment to the chest.